Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding their clinician tablet. The rep reported that he had been in 3 pump replacement cases as of yesterday and each time, he was entering in new information for the pump settings and then setting the tablet down for about 10 minutes a 338 (connection interrupted) code is generated forcing him to close without saving and reenter in any settings. The rep stated he closes the synchromed app between cases and powers off the device every night and had never had an issue with 338 until he downloaded the new software version 2.0. 2024-03-15 e1 (rep) document contains no new information.